Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited loss of sensing and loss of capture. Chest x-ray confirmed the rv lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and failure to sense. The complaint events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Final analysis didn¿t find any anomalies.